Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon sprayed the spinal cord with a layer of product, then this was layered with a dural patch, then another layer of product. Several days post-operatively, the patient allegedly experienced severe back pain and neurological symptoms. A MRI was taken and revealed a ball of solidified product.